Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device would not secure k-wire devices. It was further determined that the device did not run smooth, was rough running, did not run true as the wires did not spin straight, the bearings were damaged and broken, and there was corrosion on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the quick coupling device was not working. During in-house engineering evaluation, it was determined that the device would not secure k-wire devices. It was further determined that the device did not run smooth, was rough running, and did not run true as the wires did not spin straight (vibration). It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.